Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to water. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Customer¿s blood glucose level was 121 mg/dl.

Manufacturer narrative:
Per tandem's user guide: ¿your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped in water. Customer reported alternate insulin therapy was not available but declined follow up from tandem technical support. Customer¿s blood glucose level was 121 mg/dl.